Manufacturer narrative:
Upon evaluation, it was found that the potted trigger assembly showed signs of a thermal event and the bearings, gear train, and rotor were found damaged. The motor was replaced due to the error and the device was returned to the user facility.

Event description:
The tps universal driver was returned for service. Upon evaluation at the manufacturer, it displayed a bias current error when connected to the console signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.